Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had issues charging the implant. Patient noted the equipment didn't seem to be working right. Patient said that it sometimes took up to two hours to charge the implant and that it had a real hard time looking for the device. Patient shared that the screen would stay on looking for a device for a half hour even when they hold the recharger right over the implant; patient confirmed they were getting stuck on looking for a device when trying to charge the implant. Patient also noted they would sit really still while recharging and all of a sudden the screen would say looking for a device and would lose connection to the implant. Patient confirmed they would reset the controller but the issue persisted. Patient had an appointment and the manufacturing representative (rep) was there and they told the patient to call agent and have the equipment replaced. When asked for the event date, patient stated that it was a couple months ago and that the issue had been gradually getting worse; patient confirmed the issue started in late 2024. During the call, patient confirmed no visible damage for the recharger and controller charging port. Patient reset the controller. Patient started an implant charge session and saw no device found. Patient was unsure as to when their last successful implant charge session was but noted that they tried recharging last night and only got 40% after an hour. Patient pressed 'recharge' and entered passive recharge mode (prm) with the numbers 0-99-100. Patient noted that last night they would hold the paddle right over top of the implant, but the number wouldn't go above 23. Patient then said that the paddle was getting very hot. Patient said that the number then dropped down to 23 without them moving. The issue was not resolved. Agent reviewed meaning of no device found, purpose of prm and other information. A request was sent to the repair department to replace the recharger and controller. Agent advised patient to call back if they needed further assistance or if issues were ongoing.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Analysis of the [recharger], model [97755], s/n [(B)(6)] found complaint unverified - found no issues finding or charging the ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.